Event description:
During preparation found air bubble in reservoir, and leakage at far-end of overrunning governor.

Manufacturer narrative:
The valve was patent and passed siphon testing. It did not meet the requirements for reflux and leak testing due to multiple tears in the top of the delta chamber. It is unk how or when this damage occurred. This damage precluded pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg was not possible as no lot number was provided. All of the valves are 100% tested at the time of MFR. No injury to the pt was reported.